Event description:
A surgeon reported two identical pt's with unexpected outcomes following intraocular lens (iol) implant procedures with toric lenses. For this pt the surgeon reported that the lens did not correct the astigmatism. Additional info was received from the tech reporting that the pt was treated with a lasik procedure and that the outcome of the event resolved. Trace posterior capsular opacification was observed in the left eye. There are four medical device reports associated with this event. This report is for the second pt. A report for the two lenses with no pt identifiers was reported under MFR report number 1119421-2013-00885.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with a unqualified handpiece. The product investigation could not identify a root cause for the reported complaint. The toric lens corrects for two and a quarter diopters of cylinder. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).